Event description:
It was reported that on a pump refill visit on (B)(6) 2015, examination revealed the pump had flipped/inverted in the pump pocket and was hypermobile. The last refill was (B)(6) 2015, and it was reported as not related to the implant procedure. The intervention was noted as medical or non-surgical therapy, as the pump was manually flipped back to the correct position. No patient symptoms were reported. The severity was noted as mild and non-serious. The drug that was used via the device system was hydromorphone. It was later noted, that the pump was surgically re-anchored using a mesh pouch on (B)(6) 2015. The event resolved without sequela on (B)(6) 2015. No other details were given regarding this event.

Event description:
Additional information received reported that the patient&#38112;pump was implanted on 2014-(B)(6).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014 product type: catheter. (B)(4).